Manufacturer narrative:
The device was returned to resmed. The methods, results and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the device failure to complete its internal self-test . The investigation determined that the issue was most likely due to the incorrect placement of the expiratory adapter seal on the unit causing a leak in the system. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.